Event description:
It was reported that during an attempted implant, the implanter was unable to connect the existing lead in the header of the device. It was noted that the lead was not getting fixed on rotation when attached to the device. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.